Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the shaft was missing insulation on the bowel grasper instrument. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had a damaged section with tube insulation removed. The area that was removed measured 0.54 x 0.079. No other damage was found.